Event description:
It was reported that an alarm was occurring, the alarm occurring was a pending alarm. The device manufacturer representative looked in the logs and it appeared the pump stalled on 2014 (B)(6) and restarted on 2014 (B)(6). It was noted the representative didn¿t have a backup pump and it was the only one available in the territory at the time of report. It was confirmed to be for pump replacement however it was noted there were still ¿about¿ two or three months left until eri (elective replacement indicator) or eos (end of service). The device manufacturer representative planned to talk with the health care provider (hcp) and let them decide on if they wished to proceed with the affected device. The type of medication being delivered via the device system was not provided. No further information was provided. It was later reported that the cause of the pending alarm was unknown. The device hadn¿t been returned.

Manufacturer narrative:
(B)(4).